Event description:
It was reported by the staff that the blue data port on controller has damaged pins and was unable to connect the monitor data cable or adjust the pump settings. A controller exchange was performed. Patient tolerated.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed bent pin on the serial data port. The device was related to the reported event. Analysis of the device revealed that the device failed to meet specifications; the device passed functional testing (able to run the pump). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.